Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head stopped working / peace [piece] of metal on my mouth - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b toothbrush head stopped working and a piece of metal was on her mouth. No injury was reported. 17-sep-2024 via image: the suspect product was oral-b power oral care refills precision clean eb20 brush set 4ct. The suspect product lot was 90920419. No injury was reported. 17-sep-2024 follow-up via e-mail: consumer had an intense and sensitive treatment to their teeth (prior to incident). No injury was reported.